Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 30-nov-2019 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 30-nov-2019 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 15-jan-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2021 / serial #: (B)(4) UDI #: (B)(4) device evaluated: no. No, device evaluation anticipated, but not yet begun mfg date: 15-jan-2020 labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and four batteries exhibited power switching associated with multiple losses of power to the controller. It was also reported that three of the batteries exhibited communication errors and power disconnects associated with power disconnect alarms, and one of the batteries exhibited critical battery alarms. The controller remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being sent for analysis and investigation completion. Product event summary: one controller (con408237) and four batteries (bat814745, bat814746, bat815558 and bat815563) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, con408237, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of log file analysis revealed three (3) controller power up events on 22/apr/2021 at 17:21:06, on 29/apr/2021 at 12:09:34 and on 03/may/2021 at 11:43:01. No anomalies were recorded leading up to the losses of power. The controller was without power for 20 seconds, 8 seconds and 15 seconds respectively. Review of data log file revealed premature power switching due to momentary disconnections involving battery bat814745, bat814746, bat815558 and bat815563 as well as due to communication error involving batteries bat814745, bat814746 and bat815563 within analyzed period. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of data log files revealed a relative state of charge (rsoc) between 101-201 involving the batteries bat814745, bat814746, bat815558 and bat815563, which is indicative of a communication error. The observed communication errors are likely related to the reported power disconnect alarms. Alarm log file revealed multiple critical battery alarms involving bat815563 due to communication errors. There is no evidence that a power source lubrication procedure was performed on the batteries. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery alarm and rsocs between 101-201 can be attributed to a communication error between the controller and battery. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. CAPA pr00389403 investigated momentary disconnections prior lubrication. Even though this CAPA is closed, con408237, bat814745, bat814746, bat815558 and bat815563 fall within the bounds of this CAPA. Additional products: d4: serial #: bat814745 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: bat814746 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: bat815558 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d4: serial #: bat815563 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.